Event description:
The user facility reported 52yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the complainant reported a high purge pressure alarm during impella support. The patient was provided tissue plasminogen activator (tpa) and the purge pressure resolved. The patient remained stable throughout the event and support continued with the implanted pump. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The pump was not returned for evaluation. However, the information provided from the clinical report is sufficient to determine the root cause of the reported issue. The cause of the high purge pressure was most likely biomaterial since the issue resolved with tissue plasminogen activator (tpa). This report is being filed as part of a retrospective review of historical records.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal not reliable alarm continued.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data log was reviewed and placement signal not reliable alarm was confirmed but pump optical parameters were normal. The root cause of the optical signal issue corruption was not determined since product was not returned. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information. D4 model number updated. D6a/d6b updated with additional information. F6 and f8 should have been left blank. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2023-04529. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2023-04529.